Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas and alleged that the customer reported pump would not turn on - tried multiple batteries from different packets with no luck. Patient immediately went back to injections and no symptoms or blood glucose excursions occurred. This complaint is being reported as the pump is not able to deliver insulin .